Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, the sutures did not deploy correctly; a cuff miss was suspected. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The analysis of the product may have aided in determining a more definitive cause for the reported cuff miss. A cuff-miss can be influenced by many factors including, but not limited to, a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. To assure that the product performs according to specification each device is inspected during manufacturing and a quality audit is performed. Reportedly, the artery was mildly calcified. Per the instructions for use, the safety and effectiveness of the perclose proglide have not been established in the patients with femoral artery calcium which is fluoroscopically visible at the access site. The patients anatomical condition may have been a contributing factor in the event; however, this could not be conclusively determined. A review of the lot history record did not reveal any non-conforming materials record related to this event. A query of the complaint database was performed and found no other incidents of needle to cuff miss for this lot. There does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation, the cause for the reported needle to cuff miss appears to be related to the operational influences during use and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.